Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ez35b instrument could not be opened. There was incomplete cutting and staple line. The pt was converted to an open procedure.